Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal carotid artery and common carotid artery. A 10.0-31 carotid wallstent self-expanding and a filter wire ez were selected for use. The stent was successfully implanted. During removal of the system from the lesion, it was noted that strong resistance was felt. The filterwire also did not come out of the monorail port and resistance was felt in the wire lumen of the stent. Both filterwire and delivery system were removed as one unit. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: only the wire returned for evaluation. It was possible to observed that the spring tip was bent. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal carotid artery and common carotid artery. A 10.0-31 carotid wallstent self-expanding and a filterwire ez were selected for use. The stent was successfully implanted. During removal of the system from the lesion, it was noted that strong resistance was felt. The filterwire also did not come out of the monorail port and resistance was felt in the wire lumen of the stent. Both filterwire and delivery system were removed as one unit. The procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that there was no resistance when advancing the stent system over the filterwire. The wallstent system was unable to be removed. Therefore, it was completely removed without retrieving the fwez into the retrieval sheath.